Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no molding anomalies or deformation. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. In the green part (arteriotomy locator) there was a hole in the middle, so the plastic was not closed completely. This was immediately noticed when putting the green part (arteriotomy locator) into the white part (insertion sheet) by the nurse. It was never used on the patient. The nurse stated they had to put much force on the packaging to get it to open; it was very well glued shut. Additional information was received 23jul2020. The problem with this angio-seal was detected when unpackaging before ever using it on a patient.